Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of two (2) intravia bags detached. This issue was identified after filling the bags with solution when removing the needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to: one (1) device was received for evaluation. A visual inspection was performed which observed the rubber stopper from the injection site was missing. No functional testing was performed on the device. The reported condition was verified. The cause of the condition could not be determined. The second device was not returned; therefore a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.